Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the stapler log shows that the sureform 60 stapler instrument was installed on the system ten times and fired 10 stapler reloads (7 blue, followed by 3 white). On installs 1, 2, 4, 7, 9, and 10, all clamps were successful, and the fires were each completed with no pauses for compression. On installs 3, 6, and 8, all clamps were successful, and the firings were each completed with 1 pause for compression. On install 5, the first clamp was successful, but was followed by a firing failure. There were no stapler related errors in the logs. A review of an image provided by the customer showed the procedure summary indicating that the fifth stapler fire involved a blue stapler reload, which partially fired due to "tissue being too thick to continue". A partial fire is a programmed mitigation feature that occurs when the forces experienced by the stapler instrument, exceed a programmed force limit. This could be due to excessively thick tissue for the chosen stapler reload or from encountering a hard obstruction within the stapler jaws, such as clips, calcifications, or existing staple lines. The sureform user manual, provides warnings about crossing existing staple lines and instructions on cleaning the stapler instrument between fires.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, stomach tissue was inadvertently injured following an attempt to use a sureform 60 stapler with a sureform 60 blue reload, which generated a "tissue too thick to continue" error message. The incident occurred during the gastric pouch creation, specifically on the left side along the greater curvature. The stapler instrument could not fully clamp, and firing was not initiated; however, tissue was displaced forward from the jaws. The surgeon described the incident as a ¿migratory staple at the apex,¿ an occurrence observed in similar circumstances with other stapling systems. This led to the stapler reload being stuck to the tissue, resulting in tissue damage but no bleeding occurred. Additional tissue removal was required, and the issue was resolved using the same stapler instrument, and firing a new stapler reload closer to the "gastric pouch limits". The surgeon attributed the event to incomplete closure of the stapler reload and adherence to the tissue. Despite this incident, the procedure was completed robotically without additional complications. The patient did not experience any postoperative complications and there is no concern for long-term complications related to this event.